Event description:
Patient's caregiver called the helpline to report that the patient received a therapeutic shock. The patient's caregiver stated that the patient was walking to the backroom and bent over to put clothes in the dryer when the wcd system alerted the patient with "preparing to shock" alert. The patient's caregiver further stated that the patient pressed the alert button numerous times but the system still shocked the patient. Confirmed gel had been deployed. Customer care advised the patient to seek medical attention. Review of wcd event log indicates that the alert button was pressed post shock delivery. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection for alert button. Kmt engineering evaluated the returned therapy cable and observed alert button cosmetic damage that did not impact alert button functionality. Review of device episode report indicated that the wcd detected an appropriate vf arrythmia. Patient was conscious, heard the alert, attempted to divert therapy, and was unable to successfully do so, claiming the button was pressed multiple times prior to shock delivery. Review of deviece event log indicated that the alert button was pressed post shock delivery. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".